Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) for the gore-tex® suture, possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.

Event description:
It was reported to gore that on (B)(6) 2018, a laparoscopic ventral hernia repair, during a bilateral inguinal hernia repair was performed using gore-tex® suture (cv-0). On (B)(6) 2018, a re-operation for chronic stitch abscess was performed. The suture was removed. Reportedly, the gore® synecor biomaterial was not infected and remained intact. The chronic draining sinus/stitch abscess was due to the suture. It was reported the lot number of the suture is unknown.

Manufacturer narrative:
D1/d2 - included brand name.